Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duodenum during a gastroscopy procedure to treat stenosis in duodenum on an unknown date. During procedure, it was reported that the balloon ruptured at 4.5 atm. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: (investigation result). The returned cre pro wireguided dilatation balloon was analyzed, and a visual evaluation noted evidence of balloon burst. Additionally, a mechanical cut can be observed in the catheter. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of balloon burst was confirmed. Upon analysis, evidence of balloon burst was noted. The burst balloon problem found is likely to have occurred due to factors encountered during the procedure or it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during or previous the procedure could create friction on the balloon, causing the problem. Additionally, the catheter was found to have a mechanical cut. The problem has been attributed to procedural factors, including handling or manipulation of the device during use, rather than a product problem. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duodenum during a gastroscopy procedure to treat stenosis in duodenum on an unknown date. During procedure, it was reported that the balloon ruptured at 4.5 atm. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.